Event description:
It was reported that the patient presented in clinic for Aveir leadless pacemaker (LP) implant procedure. During the procedure, it was noted that the LP exhibited capture failure due to unfavorable thresholds and low impedance. Re-docking the LP in order to reposition the device was unsuccessful. The procedure was completed using an alternate delivery catheter. The patient was stable.